Manufacturer narrative:
Common device name: drug eluting permanent right ventricular or atrial pacemaker electrodes.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis and erosion. There were no additional adverse patient effects reported. The rv lead was explanted.